Event description:
Patient had coolsculpting by zeltiq, with 6 applications of 6.3 applicator to the abdomen. At 3 months, she had excellent results, and had additional treatment on (B)(6) 2014 to the bilateral flanks. Six weeks later, the patient called and said that her abdomen had developed uncomfortable rolls, and that she could not sit without her waistband rolling. Patient was seen the next day, and was found to have rolls of firm abdominal fat, abdomen appearing larger than at original presentation and treatment. Photos and history was submitted to zeltiq, and received confirmatory impression from them that this was paradoxical adipocyte hyperplasia. Patient is being advised that liposuction will be needed for correction, but that heating of the fat with exillis rf will be attempted first to try to give her additional comfort and softening of the fat. Diagnosis or reason for use: cosmetic body contouring.